Event description:
It was reported that one day after the implant procedure, the patient experienced chest tightness, palpitations, pain in the diaphragm, and "jolts with each heart beat." The patient presented to the emergency room (ER) where it was determined the left ventricular lead was causing phrenic nerve stimulation (pns), diaphragmatic stimulation, had high threshold, and was causing intermittent activation of the pectoral muscles. Various pacing configurations were programmed, but none resolved the pns so the lead was programmed off. During the lead revision, fluoroscopy revealed the lead had moved further into the vein, so the lead was repositioned to the original position, the additional slack was removed, and the lead remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had diaphragmatic stimulation return and the lv lead was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.